Event description:
Mom called in to customer service to report that she witnessed sparks from the transformer housing and stopped using the transformer. Then mom stated that she did not see anything else unusual.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint information and to get the product back, including a final attempt by letter were unsuccessful. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.